Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette leaked. The home patient (hp) stated that amia was priming and they walked away from the machine and when they came back there was fluid on the floor and the hp stated that they could not tell where it was coming from. Renal therapy services (rts) advised to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.